Event description:
Report received from (B)(6) stating that the device has damaged locking components. It is unknown if the device was not being used during surgery. It is unknown if there were any patient information or user injuries reported. It is unknown if medical interventions occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).